Event description:
After further review, in this complaint during pm, nvram ic damaged during installation, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
After further review, in this complaint during pm, nvram ic damaged during installation, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by gateinge fse during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit's nvram ic damaged during installation. There was no patient involvement reported.